Event description:
A report was received from the USA stating that the device had an air leak. It is known that this event did not occur during surgery. The date of the event is unknown. However, it is unknown if there was user or pt injury or medical intervention. No additional information was available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information should become available, a supplemental report will be sent. (B)(4).